Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that an unspecified amount of tampons had strings that were too short. Prior to use she noticed the string did not come out of the bottom of the applicator. She used a tampon with a short string anyway and had to manually remove the tampon pledget. She did not seek medical attention and did not experience any adverse health effects.